Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by a contract loader, checked under fluoroscopy and deemed acceptable. Pre-dilation was performed using an unknown balloon type and size, and the valve was implanted. After deployment, severe aortic regurgitation was observed. Post-dilation was performed twice using a 22mm and a 24mm balloon of unknown type. There was significant aortic regurgitation still, and the implanting team decided to use an occlusion device of unknown type or size to minimize the suspected paravalvular leak (pvl). The patient's diastolic pressure improved from 24mmhg to 34mmhg. The team decided to end the procedure and monitor the patient. No additional adverse patient effects were reported. Additional information was received that the regurgitation was severe pvl. The patient's health status was reported to have improved.

Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evprop23-29; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by a contract loader, checked under fluoroscopy and deemed acceptable. Pre-dilation was performed using an unknown balloon type and size, and the valve was implanted. After deployment, severe aortic regurgitation was observed. Post-dilation was performed twice using a 22mm and a 24mm balloon of unknown type. There was significant aortic regurgitation still, and the implanting team decided to use an occlusion device of unknown type or size to minimize the suspected paravalvular leak (pvl). The patient's diastolic pressure improved from 24mmhg to 34mmhg. The team decided to end the procedure and monitor the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: six static images and four media files were provided for review. Computed tomography (CT) images were provided for anatomical review. The aortic annulus had significant focal calcification extending to the left ventricular outflow track. Angiogram performed after valve implant revealed significant aortic regurgitation and a different view showed frame under expansion, possibly due to the severe calcification. It was reported that an occlusion device was used to improve the regurgitation. Updated: h6. Corrected: b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.